Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. The devices (polarcup shell 75100409; polarcup insert 75018956; polarstem 75100464) used in treatment were not returned for investigation. An appropriate investigation could therefore not be conducted and the reported infection could not independently be confirmed. To date no medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed and a thorough medical assessment cannot be performed. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported infection. Review of the risk management documentation verifies the failure mode and severity of the reported issue. The risk associated with infection is considered low for all three devices in scope. The IFU (lit. No. 12.23 ed 05/16) identifies "infection" as a known possible side effect resulting from a hip arthroplasty. One additional complaint has been reported for infection for the same batch (b1917935) of the polarcup xlpe insert. Both complaints are originated in australia and from the same hospital. However, there is no indication that the devices failed to match sterilization or other specifications at the time of manufacturing. Based on available information the root cause for the reported infection cannot be determined. Therefore and based on available information, the need for corrective action is not indicated. Nevertheless, further investigations have been initiated to ensure the safety and efficacy of devices related to batch b1917935. Smith + nephew will continue to monitor this device for similar issues. The complaint will be reopened should the complained device or additional information be received.

Event description:
It was reported that a revision surgery was performed due to infection. Patient had diabetic reflux and hypertension. Surgeon used previous incision to open joint and dislocated the hip. Head and liner was removed via punch. Stem was removed via flexible osteotomes and removal tool. Cup removed by explant.